Event description:
New information received notes that the patient was stable throughout the event.

Event description:
It was reported that the device was found to reach eri. In (B)(6) 2016, device showed estimated longevity of 2.25 years and now it has reached eri. Longevity calculation was performed and an estimate of 1.2 to 1.5 years until eri in (B)(6) 2016 was noted. It was explained that the battery estimation data anomaly was due to midlife longevity inaccurate estimation issue. The battery discharge curve was normal.